Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 error (scope communication error) and an e216 error (scope communication error code). The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: the connector had moisture and replaced the connector socket; and the connector had rust. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.